Event description:
This complaint is from a literature source. The citation is as follows: haffaf I, clarençon f, shotar e, rolla-bigliani c, vande perre s, mathon b, drir m, sourour na. Medina embolization device for the treatment of intracranial aneurysms: 18 months' angiographic results. J neurointerv surg. 2019 may;11(5):516-522. Doi: 10.1136/neurintsurg-2018-014110. Epub 2018 nov 24. Pmid: 30472677. Objective and methods: this article presents the 18 months¿ angiographic outcome in patients treated for a wide-neck intracranial aneurysm ewith the medina embolization device (med). Twenty intracranial wide-necked (neck >4mm and/ or dome-to-neck ratio <2) aneurysms in 19 patients (mean age 53.7years, range 38¿72) were treated between january 2015 and june 2016 by a med. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: 4mm x 6cm cashmere coil or 2.5mm x 10cm deltapaq coil or 2mm x 8cm deltapaq coil. Concomitant cerenovus devices that were also used in this study: prowler select plus microcatheter. Concomitant non-cerenovus devices that were also used in this study: 6f neuron max .long sheath (penumbra); medina embolization device (med) (covidien/ev3); scepter xc 4/11 balloon (microvention). Adverse event(s) and provided interventions: case #4 - an elderly patient underwent med and balloon-assisted coil embolization of a ruptured 7.2×7×6.5 anterior communicating artery aneurysm (acoma) and delayed clot formation (24 hours) at the aneurysm neck (confirmed by digital subtraction angiography (dsa)) due to coil loop protrusion, leading to a temporary slow down of the blood flow in the anterior cerebral artery. Clinically, the complication was disclosed by a hemiparesis that resolved after intravenous (IV) injection of aspirin (250mg), with no clinical sequelae. Per the information entered in table 2, three cerenovus coils were implanted (cashmere 4×6, deltapaq 2.5×10, & deltapaq 2×8); however, it is unknown which coil (s) protruded into the parent artery. Based on the limited information provided in the article, the event will be captured under an unknown deltapaq coil. The complaint will be updated with any additional information received from performing follow-up activity with the corresponding author.

Manufacturer narrative:
Product complaint # (B)(4). This complaint is from a literature source. The citation is as follows: haffaf I, clarençon f, shotar e, rolla-bigliani c, vande perre s, mathon b, drir m, sourour na. Medina embolization device for the treatment of intracranial aneurysms: 18 months' angiographic results. J neurointerv surg. 2019 may;11(5):516-522. Doi: 10.1136/neurintsurg-2018-014110. Epub 2018 nov 24. Pmid: 30472677. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The initial reporter contact information is not available. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.